Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97755 serial# (B)(6) product type recharger product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient h3: analysis found no anomalies were visually observed. No issues found when working and implant was found. Passed final functional test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt called back and reiterated details of case. Pt mentioned previous replacement rechargers and controller and mentioned persistent issues occurring after recharger and controller replacements. Pt said issues varied from night to night and pt mentioned they had to charge ins two times per day and charge would not last on ins. Pt said the charge would be depleted in less than 24 hours on their ins. Pt said it took them 2-2.5 hours to charge each time. Pt reset controller many times and said the controller would just lock up on certain screens. Pt emailed local medtronic rep last year on may 9th and told the rep of the issues. Pt mentioned they also reached out to another rep today via email. Pt said they saw online that other patients needed their ins replaced in about 5 years(agent did not ask more questions to focus on reason for call). Pt said all the issues began over a year ago and had gotten gradually worse. Pt said they got the controller and recharger replacements and issues persisted. Pt said controller depleted all the way down in a single recharging session and they noticed the ins took longer and longer to charge. During the call, pt reset controller and began recharging session with excellent recharge quality. Pt then got no device found and pressed recharge. Pt got excellent recharge quality again. Ins charge was 50% and controller charge was 20%. Agent reviewed general charging guidelines. Pt said the controller went off sometimes and the charging stopped abruptly when charging ins. Pt said they saw messages like "implant battery low" when their ins was charged at 50 or 60%. Messages could not be reproduced on call. Agent redirected pt to their doctor and emailed local rep. Medtronic rep called with patient in clinic to go over continued issues recharging. Rep states the patient's controller will stop charging, even when they are not moving, despite having new controllers and antennas. Rep states the patient has to take out the lithium battery and replace it twice a week to resolve this issue. Rep states the patient is having to charge over two hours and all of their impedances are in the "green". The patient was reported to charge normally last night. In the recharge diary, the rep states the patient is primarily getting an excellent connection with two that are not. The patient charged for 1.8 hours, 1 hour from 40-100% on the 22nd and for 1.4 hours from 30-100% on the 23rd. The patient had to charge twice a day when they were on vacation recently. Rep also states the patient reports their "whole thing quits" while charging and they see error messages about a month ago, sometimes rm 06, and sometimes something else, but they did not take a picture of the other message. Patient was overheard stating it was a battery low screen. Agent sent email to repair to replace the recharger (rtm) and advised rep to have the patient or rep call back if the issue persists to escalate the case, if needed.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97745 lot# serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned for the last couple of weeks they had a variety of issues when charging their implanted neurostimulator(ins). Pt said they got all sorts of "strange messages" and then they noticed they would charge the controller to 100%, but then the pt would plug the recharger antenna (rtm) into the controller and the controller would state "batteries low" even though the controller was just charged. Pt said the charge quality would go from excellent to "no device found" and pt got plain white screen and had to reset the controller. Pt also mentioned the controller had frozen once and a dim screen appeared once so the pt had to reset the controller. Pt mentioned they had reset several times and pt said they were charging the ins from 50-100% and this charge took 2.5 hours. During the call, pt inspected the rtm cord, plug, and the controller port, but no damage was detected. Pt said the rtm cord looked slightly gray on one side where the rtm cord met the paddle. An email was sent to the repair department to send and rtm exchange unit. No symptoms were reported. Additional information was received from the patient (pt). The pt called back stating they had tons of trouble with their recharger. Pt was getting errors such as system problem rm06. When recharging the ins, it would stop and say battery low recharge the controller soon but the controller at 80% and the ins at 60%. It also said terminated. It took forever to recharge the ins and the other night the ins was down to 45% and it took 1.5 hours to fully recharge. When recharging their back it felt like it was burning, it felt like the paddle was getting really hot. The controller would also randomly shut off, sometimes the screen would go white and they would have to reset the controller. One night they took the battery out for 10 minutes and when they put the battery back in the screen was still white. Pt said a while back they were sent a new paddle then in the next day or two, they had the same problem. Pt also mentioned they wanted to know about the process of getting a non-rechargeable ins. A replacement recharger and controller were sent.